Event description:
The customer received a questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) result for one patient sample. The initial result from an aliquot was 9029 miu/ml and was reported outside the laboratory. The doctor questioned the result and the sample was repeated on (B)(6) 2012 in the primary tube with a result of 0.100 miu/ml with a data flag. The repeat result was considered to be the correct result. The patient was not adversely affected. The hcg+ss reagent lot number was 16758402 with an expiration date of 07/31/2013. The field service representative determined there was possible sample contamination. He checked the entire analyzer and determined it ran to specifications. To verify the analyzer operation, the customer ran calibration and qc and was satisfied with the results.

Manufacturer narrative:
The investigation could not determine a specific root cause. Evaluation of the calibration and qc data did not indicate a general reagent issue. The provided instrument alarm information along with the field service representative findings did not indicate an instrument related issue. The patient was not adversely affected.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.